Manufacturer narrative:
Customer reports during a computed tomography angiogram (cta) chest on a female patient of unknown age, the injector was set for 3ml/sec flow rate, but delivered 9ml/sec flow rate. They stated that half way through the injection it started beeping and they were watching the console screen when it changed. There was no reported injury to the patient and the procedure was completed without incident. No other factors changed other than the flow rate. According to the contact, aggie, who was not the tech who did the injection, she only knows that at the end of the injection, the flow rate showed 9ml/s. She thinks the tech in question inadvertently changed the rate before injecting by bumping the screen. The results history was no longer available when the field service engineer (fse) was there. Review of alarm history showed no alarm codes around the sept 17 timeframe when the incident occurred. The fse found no problems with injector and verified proper operation according to the service checklist (p/n 844864). The injector prevents the programmed flowrate from being changed after the injection is enabled. The injector monitors flow rate and if it exceeds the programmed value, an alarm would have resulted, alerting the user of the injector problem. The injector mitigates inadvertent flowrate entry by requiring user to press touchscreen twice to enter flowrate- one press to display slide bar, second press to set programmed value on slide bar. Based on the available evidence, no injector malfunction occurred and the root cause is user error. No further investigation needed at this time.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports during a cta chest on a female patient of unknown age, the injector was set for 3ml/sec flow rate, but delivered 9ml/sec flow rate. They stated that half way through the injection it started beeping and they were watching the console screen when it changed. There was no reported injury to the patient and the procedure was completed without incident. No other factors changed other than the flow rate.